Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified and 80% stenosed proximal left anterior descending artery. Pre-dilatation was performed with a 1.5 x 8 mm mini trek and then a 2.0 x 12 mm mini trek balloon catheter. A 3.0 x 28 mm multi-link 8 stent delivery system was being advanced to the lesion; however, due to the calcification the sds could not cross and the shaft separated. The procedure was successfully completed with balloon angioplasty. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.